Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump unexpectedly shut off. The customer was able to connect the pump to a power supply and turn the pump back on. Additionally, it was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as insulin therapy until the replacement pump was received.